Event description:
Customer reportedly obtained the following results on accu-chek compact plus system: 232 mg/dl and 95 mg/dl, 232 mg/dl and 103 mg/dl, 232 mg/dl and 113 mg/dl, 226 mg/dl and 95 mg/dl, 226 mg/dl and 103 mg/dl, and 226 mg/dl and 113 mg/dl. All aforementioned tests were obtained within 10 minutes. Customer was given 10 units of lantus based on 226 mg/dl result. No adverse event reported. New system sent to customer and return requested.